Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. Multiple accuracy tests were done and the accuracy issue was verified. Test results were -8.12%, -7.17%, and -5.77%, all outside the published customer spec of /-6.0% except for one. The average falls outside the published range. A volumetric test of 30 ml yielded a result of 29 ml actually pumped. This is a 3.33% error which is almost within production spec although the accuracy of this sample is in question. The expulsor was found to be out of calibration. The expulsor will be replaced and recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump has failed an accuracy test by -15.6%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.